Event description:
It was reported that the battery of this recently implanted cardiac resynchronization therapy defibrillator (crt-d) system was suspected to be depleting prematurely. The calculated battery longevity estimate dropped from 8 to 2.5 years less than a month after implant. Additionally, right ventricular (rv) lead threshold measurements had increased, and rv pace impedance trends showed a significant drop in measurements from ~600 ohms to ~300 ohms. Increasing rv output from 2v@0.4ms to 3v@1ms reduced the calculated battery longevity estimate to 1.5 years remaining. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. This behavior appeared consistent with a latent gate oxide defect that was suspected to have compromised the pace/sense portion of the rv lead. At the subsequent system revision, the rv lead was cut below the yoke and surgically abandoned. The crt-d and remaining rv lead segment were explanted, replaced, and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the battery of this recently implanted cardiac resynchronization therapy defibrillator (crt-d) system was suspected to be depleting prematurely. The calculated battery longevity estimate dropped from 8 to 2.5 years less than a month after implant. Additionally, right ventricular (rv) lead threshold measurements had increased, and rv pace impedance trends showed a significant drop in measurements from ~600 ohms to ~300 ohms. Increasing rv output from 2v@0.4ms to 3v@1ms reduced the calculated battery longevity estimate to 1.5 years remaining. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. This behavior appeared consistent with a latent gate oxide defect that was suspected to have compromised the pace/sense portion of the rv lead. At the subsequent system revision, the rv lead was cut below the yoke and surgically abandoned. The crt-d and remaining rv lead segment were explanted, replaced, and returned for analysis. No additional adverse patient effects were reported. Additional information received reported that a week after device implant, the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) system presented to the clinic with left arm pain. It was discovered there was a blood clot in the left arm from the surgery, and the patient was put on an anticoagulant medication. On 9/18, the patient was seen in-clinic for a wound check and device interrogation. The field representative asked many questions about possible symptoms including dizziness, faintness, and overall well-being, and conveyed the device reading was not good. After further explanation from the physician regarding the status of the crt-d system and possible surgical options, the patient became stressed. It was noted that the lead had been implanted since 2007, and may require laser extraction due to extensive scar tissue. The patient was notified this was a warranty issue, however the patient has not yet been compensated for the secondary procedure. Additionally, the cost the procedure has gone to collections, and the patient was unhappy with the overall situation. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Updated event date to implant date, due to reported blood clot from implant procedure.

Event description:
It was reported that the battery of this recently implanted cardiac resynchronization therapy defibrillator (crt-d) system was suspected to be depleting prematurely. The calculated battery longevity estimate dropped from 8 to 2.5 years less than a month after implant. Additionally, right ventricular (rv) lead threshold measurements had increased, and rv pace impedance trends showed a significant drop in measurements from ~600 ohms to ~300 ohms. Increasing rv output from 2v@0.4ms to 3v@1ms reduced the calculated battery longevity estimate to 1.5 years remaining. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. This behavior appeared consistent with a latent gate oxide defect that was suspected to have compromised the pace/sense portion of the rv lead. At the subsequent system revision, the rv lead was cut below the yoke and surgically abandoned. The crt-d and remaining rv lead segment were explanted, replaced, and returned for analysis. No additional adverse patient effects were reported. Additional information received reported that a week after device implant, the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) system presented to the clinic with left arm pain. It was discovered there was a blood clot in the left arm from the surgery, and the patient was put on an anticoagulant medication. On 9/18, the patient was seen in-clinic for a wound check and device interrogation. The field representative asked many questions about possible symptoms including dizziness, faintness, and overall well-being, and conveyed the device reading was not good. After further explanation from the physician regarding the status of the crt-d system and possible surgical options, the patient became stressed. It was noted that the lead had been implanted since 2007, and may require laser extraction due to extensive scar tissue. The patient was notified this was a warranty issue, however the patient has not yet been compensated for the secondary procedure. Additionally, the cost the procedure has gone to collections, and the patient was unhappy with the overall situation. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Correction to b3: updated event date to implant date, due to reported blood clot from implant procedure. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported clinical observations of premature battery depletion (pbd), low pace impedance measurements, high thresholds.